Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed critical pump error. The customer's blood glucose was 94mg/dl. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.